Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not working prior to implant during testing. According to the report, the preoperative of the valve before implantation didn't pass. Reportedly, the valve was replaced.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pre-implantation, and leak testing. There was crystalline debris noted in the interior and exterior of the device. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 120 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. Approximately 83 cm of the lumbar catheter was returned. It met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.